Event description:
Patient had total hip arthroplasty early 2009 and presents spring 2012 for revision of total hip arthroplasty. Device is now apparently disintegrating and creating elevated metal levels in his blood. This hip was one of recalled components by manufacturer. This facility in receipt of hand-delivered amended stipulated explant preservation order and request for return of explanted device directly to manufacturer.======================manufacturer response for depuy asr acetabular cup size 58, depuy orthopaedics asr (per site reporter).======================depuy representative presented documents to this facility's risk department requesting explant be returned to depuy upon explantation.======================manufacturer response for depuy tri lock bps w/gription size 6 offset hi, depuy orthopaedics (per site reporter).======================depuy representative presented documents to this facility's risk department requesting explant be returned to depuy upon explantation.======================manufacturer response for depuy asr taper sleeve adaptor 12/14 taper, depuy orthopaedics (per site reporter).======================depuy representative presented documents to this facility's risk department requesting explant be returned to depuy upon explantation.======================manufacturer response for depuy asr uni femoral implant size 51, depuy orthopaedics (per site reporter).======================depuy representative presented documents to this facility's risk department requesting explant be returned to depuy upon explantation.